Event description:
It was reported that the patient underwent a plf at l5/s1 implanting interbody devices and posterior fixation. The post op x-rays showed that the cages backed half way out. The patient complained of pain. The revision surgery was performed approximately one month post op to replace the cages. At the revision surgery, additional sacral plate was implanted at s1.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.